Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 pump alarmed pump error 63. Unit passed displacement test and self test. No pump error 63 noted during test. Unit successfully downloaded to thus. Confirmed pump error 63 variable 3 was noted in the history download on (B)(6) 2021 21:21:23.000 due to broken trace u1 pin6 on keypad assembly. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly no pump error 63 noted during test. Confirmed pump error 63 variable 3 was noted in the history download on (B)(6) 2021 21:21:23.000 due to broken trace u1 pin6 on keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that, the insulin pump had hardware low level failures. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.